Event description:
It was reported that during a novasure procedure on (B)(6) 2024, a tear in the array was noted after the ablation was completed successfully. Physician reported that they examined the array upon opening it and when he removed it, a tear in the array was observed. Procedure was completed without any difficulty and the ablation time was 1 min 54 s. No post op treatment required and no injury reported. Device was discarded and no images could be provided. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.